Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal did not unfold normally and fell out due to a defective product. The operation was successfully completed using the same new product. There was no abnormality in the patient's condition.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise #: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. The lot # 25159298 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 02/07/2022. Photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed on the aortic cutter. The delivery device was observed outside the loading device. The white plunger and the blue safety lock was not observed in the photograph. An investigation was conducted on 05/19/2022. A visual inspection was conducted. The delivery device was returned outside the loading device with the white plunger fully depressed and the blue safety lock off which allows for the white plunger to be depressed. Blood was observed on the loading device as well as inside the delivery device which indicates an attempt was made to introduce the device into the aorta. The seal and tension spring assembly was not returned for evaluation. No measurements of the delivery device were taken, due to the presence of blood. Based on the returned condition of the device as well as the non-return of the seal and tension spring assembly, the reported failure "failure to unfold or unwrap" was not confirmed.

Event description:
N/a.